Event description:
It was reported that device exhibited non-sustained ventricular oversensing due to post-paced t-wave oversensing. Patient was asymptomatic. The oversensing was noted in stored egms. Programming changes were recommended.